Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently after the customer would deliver a correction bolus, blood glucose (bg) was 45 mg/dl (lowest reported). After the pump settings were adjusted, low bg had not reoccurred.